Event description:
Baxter reported seven incidents of "fiber rupture" noted at the onset of pt treatment with the ca 210 dialyzer. It was reported that two incidents occurred in 2004, two incidents occurred three days later, one incident 3 days later and two incidents 5 days later. It was reported that the units had been reused two to six times. No further info is avail at this time.